Event description:
It was reported the cup impactor would not thread into the cup. The threads to the inserter were stripped and the cup appeared to be damaged. No patient involvement reported. Attempts to obtain additional information have been made and no further information has been provided.

Manufacturer narrative:
(B)(4). D10: unknown cup inserter unknown. Multiple MDR reports were filed for this event, please see associated reports: 0001825034 - 2024 - 00637. Customer has indicated that the product will not be returned to zimmer biomet for investigation. The investigation is in process. Once the investigation has been completed, a follow-up MDR will be submitted.

Manufacturer narrative:
This follow-up report is being submitted to relay additional and/or corrected information. No product was returned, or pictures provided; visual and dimensional evaluations could not be performed. Review of the device history records identified no deviations or anomalies during manufacturing for the cup. Review of complaint history found no additional related issues for the cup and the reported part and lot combination. Medical records were not provided. A definitive root cause cannot be determined. This complaint cannot be confirmed. If any further information is found which would change or alter any conclusions or information, a supplemental report will be filed accordingly. Zimmer biomet will continue to monitor for trends.

Event description:
No additional event information to report at this time.